Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set was detached from the quick release while pouring the cement and blood glucose level was 518 mg/dl, self-treated with a shot. The site location was at the left lower abdomen and the pump was in left side pocket. The infusion had been in use for three days, very near to end of use. Reportedly, the infusions were stored in a good place. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.